Event description:
It was reported the patient developed (B)(6). The device and leads were removed and replaced three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies.